Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (pt: vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse(+), into the nasolabial folds (reported as nsl). After the radiesse(+) injection, the patient experienced a vascular occlusion (reported as vo). The patient had a lot of pain in the nose, with darkening, turning into blanching. The reporter wanted to know how to dilute radiesse(+). The outcome of the event was unknown.